Event description:
The customer indicated that samples from a patient, who had previously undergone immunosuppressive therapy, was (B)(6) but could not be confirmed with the architect hbsag qualitative ii confirmatory reagent. This sample initially generated a pcr (B)(6) result at the customer site; therefore, the patient status was inconclusive. Upon completion of the evaluation on (B)(6) 2012, it was determined that the patient specimen was (B)(6).

Manufacturer narrative:
(B)(4). Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints and a review of labeling. An evaluation of our pre-treatment reagent was completed and testing has confirmed the neutralization capability of this reagent lot and it continues to meet product release acceptance criteria. A sensitivity testing protocol was executed using lot 09047lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. (B)(6) dna pcr analysis was completed on the return patient sample. Further sequencing analysis of the sample indicated that this particular patient has multiple mutations in the (B)(6), in particular (B)(6) in the s gene. It is well established in the scientific literature that disulfide bonds involving cysteines located in the (B)(6) determinant are of great importance for the conformational structure and antigenic properties of (B)(6) and this mutation might affect the ability of the neutralization reagent to bind. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag qualitative ii confirmatory reagent lot 2g23, lot 09047lf00, was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints and a review of labeling. An evaluation of our pre-treatment reagent was completed and testing has confirmed the neutralization capability of this reagent lot and it continues to meet product release acceptance criteria. A sensitivity testing protocol was executed using lot 09047lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. (B)(6) dna pcr analysis was completed on the return patient sample. Further sequencing analysis of the sample indicated that this particular patient has multiple mutations in the 'a' determinant of the virus, in particular t118k, t140i and c149y in the s gene. It is well established in the scientific literature that disulfide bonds involving cysteines located in the 'a' determinant are of great importance for the conformational structure and antigenic properties of (B)(6) and this mutation might affect the ability of the neutralization reagent to bind. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag qualitative ii confirmatory reagent lot 2g23, lot 09047lf00, was identified.